Event description:
Per the physician, the patient was explanted in 2009 due migration of the device out of the incision. More information on reimplantation has been requested but was not available at the time this report was filed december 31, 2009.